Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was using apidra insulin. The customer declined troubleshooting with tandem's technical support.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.